Event description:
The customer stated that he took three back to back blood glucose tests and had the following results: 56, 180, and 179 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Troubleshooting showed the system to be operating as designed, so no product will be returned for evaluation.